Manufacturer narrative:
An immucor field service engineer performed the unexpected reactions checklist. The reader color setting was incorrectly set to 62. The reader color setting was adjusted to 75. Initialization and qc were performed. The instrument is operating as expected.

Event description:
A customer reported obtaining unexpected negative rh typing results for a sample tested on the galileo echo instrument ((B)(4)).